Event description:
It was reported that a patient death has occurred. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The procedure was completed successfully, the catheter and sheath used were removed from the patient and during closure a small bleeding was observed in the groin access, it was solved by holding pressure for 1-3 minutes. Then, the anesthesia team noticed that the patient blood pressure dropped, so it was checked and found a pericardial effusion. The physician decided to tap the patient, and a sternotomy was performed to solve the issue. It was further reported that the patient died during recovery. No further information was provided. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.